Event description:
The plaintiff's attorney alleged tha the patient experienced a cardiovascular event in (B)(6) 2007, after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-03724 and 1225714-2014-03725.